Event description:
A customer reported a malfunction with their insulin pump, identified by a malfunction code 0. Although the impact on the customer's blood glucose level was not specified, there was no indication that it exceeded normal levels. The customer and technical support arranged for the delivery of a replacement pump with updated software, while the customer used a backup insulin pump in the interim to ensure continuous insulin delivery.